Event description:
It was reported that the patient had dizziness over the past week. Interrogation showed that the right atrial (ra) lead and the right ventricular (rv) lead had switched to unipolar mode due to low impedances on the lead monitor. The ra lead showed some atrial over sensing. The ra and rv leads were reprogrammed to bipolar. Both leads showed normal impedance, sensing, and thresholds after reprogramming. The patient returned the following week for a cardiac consultation with the physician. It was further reported at the device follow up that the ra lead had high impedance with a possible fracture. The ra lead was explanted and replaced. It was also reported that the rv lead had high impedance, noise, and a confirmed fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach at the first rib /clavicle location while in vivo. The inner insulation of the lead was extrinsically breached due to a tear and visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.